Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information - information requested by local team: what were the indications for the primary surgery? Was the leak noted intra-op or post-op? If post-op, how many days? How was the leak addressed? Did the patient have to be re-admitted? Any changes to post-op management? Were there any issues experienced with the device in the procedure? Did the surgeon fired the device or another staff? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the user wait 15 seconds after closing the device and then retighten prior to firing? Did the user receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were 2 washers noted during inspection of the device? Were there any issues noted with staple formation? Were there any issues with hemostasis intra-operatively? Any bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Patient's co-mobidities if any? What is the current status of the patient? Information requested by global team: is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that post-operative of a anterior resection, the patient had anastomotic leak after ecs29a.